Event description:
It was reported that revision surgery was performed due to loosening.

Manufacturer narrative:
The cause for the reported loosening could not be determined by the examination of the implant.